Event description:
Caller states the patient tested 6.6 inr on the coaguchek s system and 3.8 inr on a comparison lab. No action taken on device result. Coumadin was held two days based on the lab result and then the dose was reduced. No adverse event reported. Requested return of suspect system and replacement was sent.